Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was currently receiving clonidine (concentration: 500 mcg/ml, dose rate: 153.50 mcg/day), bupivacaine (concentration: 20 mg/ml, dose rate: 6.14 mg/day), compounded baclofen (concentration: 350 mcg/ml, dose rate: 107.45 mcg/day), and dilaudid (concentration: 15 mg/ml, dose rate: 4.605 to 3.996 mg/day) via their implanted pump for non-malignant pain. It was reported the patient&#62688;pump was replaced and their catheter was revised today ((B)(6) 2016) due to pain in the patient&#62688;right rib cage area from the pump. The issue was noted as having started a number of weeks ago in 2016 (day and month not specified). The date (B)(6) 2016 is considered an approximate date of event. The pump was moved 20 cm over to the other side. The pump was not being returned to the manufacturer as they did not suspect anything wrong with the pump itself.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.